Manufacturer narrative:
The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device has plastic electrical smell and a fire occurred. No patient involvement reported.

Manufacturer narrative:
One forcetriad generator was received, and an evaluation confirmed the reported issue. Examination of the device found the lvps assembly was burnt. However, the investigation could not identify the root cause of the burnt component. The probable root cause could not be determined based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.